Event description:
It was reported that a b d intima ii IV catheter was successfully inserted into a patient's right arm on (B)(6) 2015. At 8:00 am (B)(6) 2015, a nurse found that the catheter was broken while preparing an IV infusion for the patient. X-rays and an ultrasound were performed, but the broken catheter was not found within the patient.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation a supplemental report will be filed. (B)(4).